Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an iab catheter restriction alarm. There was no patient harm. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. All tests passed. Fine tuning was performed by the fse. The fse ran the unit with a balloon and trainer and found it to be running perfectly. The fse stated that the customer was using a (dolphin) insightra balloon and informed the customer that this was not recommended. It was recommended that a getinge manufactured balloon be used. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
Event site postal code: (B)(6).